Manufacturer narrative:
(B)(4). The subsidiary site field service representative (fsr) spoke with the customer about returning roller pump for repair but it seems they prefer to replace this small roller pump with the new one.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "pump jam" error on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's subsidiary contact reported that they inspected the function of the pump and found it to have abnormal rolling and a weird sound. The sound was described as being due to friction (rustling). This indicates an issue with the pump guts or motor. No further investigation can be done as the subsidiary has already returned the pump to the customer. A formal evaluation could not be performed as the device was not returned to the manufacturer. Ultimately the cause can not be determined without the product. Customer is not using the pump and prefers to replace it. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.